Event description:
Pt reported that he has experienced insulin leakage from the infusion sets and the infusion device does not properly display e4 occlusion errors. Insulin leakage occurs when bolusing after the infusion set has been in use for 2 days, and he notices this when his clothes become wet or when his blood glucose is "very high" pt changes the infusion set and cartridge, but the same problem occurs after 2 more days. Pt also reported the protective rubber on the up button is torn. Infusion device was replaced and requested for eval. Pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.